Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient felt a surge of electricity through their body and that they were electrocuted after going through a security scanner. A manufacturer representative (rep) checked impedances and found no out of range impedances, shorts, or compromised battery life. The patient was seeing their healthcare provider (hcp) for discomfort at the pocket site. The patient had not turned the implant off prior to passing through the scanner. The patient indicated that they had the device for five years and has never had a problem with travel prior to this incident. The patient was advised to continue following up with their hcp. Patient status is unknown at the time of this reported. There were no further complication reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.